Event description:
The patient had primary knee surgery on (B)(6) 2020. Subsequently, the patient came in reporting a lack of range of motion. The surgeon revised the femoral component and tibial insert on (B)(6) 2021. Presently, about 10 months after the previous revision surgery, the patient came in reporting mid-range instability and an inability to achieve full flexion. The surgeon revised the 10mm poly with a 14mm poly and revised the patella implant. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 december 2021. Lot 185109: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-aug-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional implant involved: gmk-revision 02.07.0035rp patella resurfacing size 3 (k090988) lot. 1909672. Batch review performed on 28 december 2021. Lot 1909672: (B)(4) items manufactured and released on 12-dec-2019. Expiration date: 2024-nov-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.